Manufacturer narrative:
Medical device lot #: the customer provided lot # 9298195. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc leaked blood. The following information was provided by the initial reporter: after successful puncturing, blood leakage was found at the septum.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9298195. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for functional testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc leaked blood. The following information was provided by the initial reporter: after successful puncturing, blood leakage was found at the septum.